Event description:
On (B)(6) 2012, the patient reported that on (B)(6) 2012, she went to the hospital with a blood glucose level of 415 mg/dl and was in the hospital for three weeks. She was diagnosed with diabetic ketoacidosis. The patient was given an IV of insulin and then injections of insulin. Her normal blood glucose range is 80-120 mg/dl. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
This is related to medwatch: 2183996-2012-01715.